Manufacturer narrative:
Customer reported that a pyxis anesthesia es system's drawers malfunctioned during a procedure, preventing user access to medication. The nature of the procedure was not disclosed by the customer. Customer reported that fentanyl or midazolam were the required medications. The length of the delay was not disclosed by the customer. Customer stated that the patient had to be moved to another room. No patient or user harm was reported. This event is recorded on complaint number (B)(4). A field service technician evaluated the device and determined that a faulty communication sled caused the malfunction. The field service technician replaced the communication sled and tested, device working as normal.

Event description:
Customer reported that a pyxis anesthesia es system's drawers malfunctioned during a procedure, preventing user access to medication. The nature of the procedure was not disclosed by the customer. Customer reported that fentanyl or midazolam were the required medications. The length of the delay was not disclosed by the customer. Customer stated that the patient had to be moved to another room. No patient or user harm was reported.

Event description:
Customer reported that a pyxis anesthesia es system's drawers malfunctioned during a procedure, preventing user access to medication. The nature of the procedure was not disclosed by the customer. Customer reported that fentanyl or midazolam were the required medications. The length of the delay was not disclosed by the customer. Customer stated that the patient had to be moved to another room. No patient or user harm was reported.

Manufacturer narrative:
The following fields have been corrected: a1, d4, h6 and h11 has been updated. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 12-feb-2020 to 11-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the drawers were not detecting the bus. The field service engineer resolved the issue by replacing the communication sled. It required preventive maintenance to rectify the issue. The system functioned as intended after the field service engineer troubleshooted the device.